Manufacturer narrative:
(B)(4). No complaint was received with return of the device. Failure event observed during analysis. Final analysis found an external abrasion at 12.6 cm to 13.1 cm from the connector pin breaching the outer insulation and exposing the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device. (B)(4).

Event description:
This report is to advise of an event observed during analysis.